Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v945721, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had an infection after the implant of the implantable neurostimulator (ins) system because they had a severely compromised immune system. It was noted that the patient had started to see another urologist and that they had tired different programming but has the ins off since (B)(6) 2013. It was reported that the ins moves and that they had fallen on it. The patient's physician recommended a bladder pressure test. The patient was concerned that their body was rejecting the device because they were getting the infection. In addition, the patient experienced severe pain as the device may be pressing on a nerve. The patient had to lie down a lot due to the pain and cramping/numbness in the bottom of their foot. The pain was reported to have started in the last 2 weeks and had heightened over the past 3 days. The patient also noted that they used to get a shock "touching thing" (such as carts in food stores) and desired to have the device taken out. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received indicated the reason for removal was due to what the patient felt like was a ¿malfunction.¿ once removed, a slight dislodgement was noted, but it was unclear if this was due to a fall from a horse.

Event description:
Additional information received reported that the patient had problems with her device. The patient did have a history of falling off horses. The patient¿s stimulator and lead were removed. It was noted that ¿the removal was intact¿ and ¿with tine obstruct.¿ it was also written that the ¿patient was denying removal and thought she had a few 20.¿ some of the written portions were unclear. No hospitalization was required. The patient outcome was noted as no injury and she recovered without sequela.

Event description:
It was reported that in the 'first or second week' of (B)(6) 2013, the patient was 'bucked off' a horse and landed on her device. It was reported 'a couple days' later, that 'all is well' and that her device was still working. However, it was also stated on (B)(6) that after the patient fell off the horse, the symptoms returned. It was noted that on (B)(6) the patient's symptoms 'got really bad' and she 'had a fever.' The patient checked her device and noted it as off. The patient then turned the device on and reportedly 'everything was fine.' It was noted that on (B)(6) the patient had 'bad leakage.' The patient described that she 'was drenched' and 'didn't have urge to go.' Ever since this, she noted her symptoms worsening. As of this report date, it was stated the patient had a loss of therapeutic effect. The patient had 'several falls,' and 'in the past few weeks, had a lot of pain, bladder spasms, nausea and incontinence.' It was also stated that the patient had not seen her physician since the implant and also had not had a post-operative follow up appointment. Reportedly, the patient saw the physician assistant, who informed her 'everything was fine.' The patient was also scheduled to 'see someone' the following week after this report. Three days after this report date, it was reported the patient's symptoms had 'returned.' The patient had lower back pain that 'wraps around to abdomen.' The patient thought both of these things started 'about 1.5 weeks ago.' Additional information has been requested. If additional information becomes available, a supplemental report will be sent.

Event description:
When contacted for follow up information, the physician had not followed up with the patient since (B)(6) 2012, hence no additional information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28 lot# v945721, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead found no significant anomaly. It was stated the distal end of the lead was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.